Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that subject: (B)(6) underwent a revision for instability/dislocation. Subject was revised from a size 42 glenosphere to a size 36 glenosphere.